Manufacturer narrative:
The device was evaluated. Evaluation observed noise image occurred, charged coupled device noted to be damaged. A definitive root cause could not be identified. Based on reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, thermal , overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found a noisy image occurs. There was no patient involvement.